Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found foggy image, fluid inside the objective lens and light guide lens were observed. The glue of the objective lens was noted to be discolored. After device aeration performed and fluids were removed, the image test performed and found to be normal. Furthermore, the following findings during inspection were noted on the device: scrapes and tears inside the channel were observed during the forceps passage check. Deeps dents noted on the distal end plastic cover. Scratches on the insertion tube and light guide tube noted. A-rubber glue found with a crack. Evaluation findings found the image check noted with foggy image and fluids inside objective and light guide lens were observed. These issues found could be attributed to the customer reported issue of blurry image. The device after aeration found the image returned to normal. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that the unit came back from repair broken. Blurry image. The issue found at preparation for use. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely fluid invaded the objective lens while the user was handling the device, which resulted in a blurry image. The event can be detected by following the instructions for use (IFU) which state: "·inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct the product code for the subject device from fdf to fds. See section d2.